Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearings were worn, loose and no longer in axial alignment. It was determined that worn and loose bearings created a situation where the cutter device was not able to be inserted. It was determined that if a cutter device was not able to be inserted and the device was run, it would create heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing overtime. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing, it was observed that the attachment device had bad bearings and would not hold cutters. During in-house engineering evaluation, it was observed that the bearings were worn and loose causing the device to run hot. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.